Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, due to patient anatomy of right atrial structural variability, the lead could not be fixed well. After repeated repositioning the lead control weakened. Another lead was implanted. No patient complications have been reported as a result of this event.